Event description:
It was reported that the patient presented with pain and discomfort at the pocket site. Device interrogation revealed high capture threshold and decreased r-wave sensing amplitude. During revision, once the pocket was opened, both the atrial and ventricular leads were found to have insulation abrasion, suspecting from lead to can abrasion. The leads were explanted successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 5.3-5.5cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 35.2-36.3cm and 37.3-37.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.